Manufacturer narrative:
Investigation is still ongoing.

Event description:
As reported by the field clinical specialist (fcs), during a transfemoral tavr procedure with a 29mm sapien 3 ultra resilia valve, resistance was felt during insertion of the valve with delivery system through the 16fr esheath+, and the valve got caught within the partially expandable. A bent tine was noticed on fluro. The devices were removed and replaced. The procedure was successful. Per report, there may have been interaction with the esheath+ when removing the 25mm tru balloon causing issues getting into and back through the sheath. Per device image received, the esheath+ has a sheath puncture with the bent valve tines exposed through the puncture site.